Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported the pump battery gauge dropped from 80% to 5% while connected to a power source. In addition, the customer received a power source alert after plugging the pump into a wall outlet and the customer was unable to charge the pump. The pump battery fully depleted and the pump shut off. After the pump was turned back on, the battery gauge displayed 100%. The customer's blood glucose level was 160 (mg/dl). Reportedly the customer had manual injections as alternate insulin therapy.